Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose level at the time of incident was 54 mg/dl and current blood glucose level was 374 mg/dl. Customer was not disconnected for more than 48 hours prior to event. Customer was treated with food and soda for low blood glucose event. Customer reported issue with tape not sticking and tubing was pull out. It was unknown that customer was using auto mode or not at the time of incident. Customer declined troubleshooting for the low blood glucose incident. The insulin pump will not be returned for analysis.